Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience low blood glucose (bg) levels in the morning (44 mg/dl). Customer's health care professional recommended the pump settings be adjusted to address and stabilize low bg levels. Tandem technical support guided the customer through changing the pump settings.